Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient underwent a primary breast augmentation with mentor memorygel, 450cc silicone breast implants which the patient experiencing capsular contracture baker grade IV on the left side after implantation. Patient also experiencing pain, fever, redness, and swelling. The report indicates, patient had primary implant surgery on (B)(6) 2016 then patient had an infection on the left implant after day of implantation then the original doctor took the left implant out and put back in. Same implant was used and now patient still has original implants in her since and now she has capsular contracture on left implant baker grade IV which confirmed by the doctor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.

Manufacturer narrative:
On (B)(6) 2020 additional information received indicted that the patient underwent bilateral capsulectomy and replacements as follow: left replaced with cat#: 3506001bc , sn#:(B)(6) and right replaced with cat#:3506001bc, sn#:(B)(6) on (B)(6) 2020. On (B)(6) 2020 additional information received indicted that the patient also experienced left sided rupture and right sided capsular contracture baker grade ii. Health care professional address updated. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, additional information received indicated that date of implantation was on on (B)(6) 2019, and the correct serial number of the left implant is (B)(4) which the health care professional reported incorrect in previous submission. Patient also indicated that there was a previous capsular contracture which occurred in 2017 which was reported to FDA with mentor legacy number 1-2157818872. On (B)(6) 2020 a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Deice evaluation completed on november 20, 2020: during visual inspection of the device, a tear was observed on the anterior aspect measuring approximately 18.0 cm. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Per mentor IFU, mentor devices are intended for single use only and should not be reimplanted. The reuse of the product in this manner is off label use. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).